Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿ endovascular repair of penetrating thoracic aortic ulcers using tubular stent grafts versus stent grafts with a proximal scallop¿.  Kupferthaler a, hauck sr, schwarz m, kern m, deinsberger j, dachs tm, neumayer c, stelzmüller me, ehrlich m, loewe c, funovics ma.  Journal of endovascular therapy. 2024 oct;31(5):821-830.  Doi: 10.1177/15266028221149919. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ endovascular repair of penetrating thoracic aortic ulcers using tubular stent grafts versus stent grafts with a proximal scallop¿.  The study period was over a nine-year period. Multiple manufacturers products are mentioned within the article. Balloon angioplasty using reliant balloons were used in cases where residual perfusion of the aortic lesion was detected or where it was deemed necessary by the intervening physician due to neck anatomy.  The following adverse events occurred in the patient population: dissection, stenosis, stroke, paraparesis , ischemia, re-intervention including stent graft implant patient mortality was reported but there is no causal link that a medtronic stent graft caused or contributed to any deaths.  No further information was provided in relation to a medtronic product.